Manufacturer narrative:
Lumenis received an adverse event report on a patient who sustained burn following treatment by handpiece et of the lightsheer duet device. Lumenis investigated the reported event by contacting the user facility via regional cru representative. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information, patient photo. An examination of the subject device was performed by lumenis service engineer (ce) who visited site shortly after an event. During testing (ce) did not find any faulty functionalities on the device. After testing (ce) returned the handpiece to the clinic in proper working condition. Device malfunction is not the suspected cause of the adverse event. The system was installed on february 24, 2011 and last pm was done on july 5, 2021. Lumenis could not evaluate the rate of injury because the customer refused to disclose any information of the injury, but informed that it happened in vio (bikini) area. Due to lack of information (no incident form received) lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained burn following treatment by handpiece et of the lightsheer duet device.